Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post pulse generator implant, low lead impedance alerts of less than 100 ohms were noted on the chronic right ventricular lead. The lead was replaced. With the new lead the pulse generator continued to give low lead impedance alerts out of clinic, however in clinic the measurements remained steady at 450 ohms.